Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis found the pulse generator was in backup vvi operation due to exposure to cold temperature.

Event description:
It was reported that the pulse generator exhibited backup vvi operation while still in the box. The device was not used.